Event description:
The user facility reported a patient (unknown ethnicity) with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and experienced thrombus leading to explant of the device. The patient decompensated and was placed emergently on extracorporeal membrane oxygenation (ECMO) after presumed myocarditis as culprit. Ejection fraction was found to be 5%. The decision was made to implant an impella cp device for decompression of the left ventricle, and the patient received distal perfusion catheter on both lower extremities. Approximately one day after start of the support, the distal perfusion catheter (dpc) had multiple clots. A thrombectomy and dpc cutdown was performed. The patient had increased swelling in their leg after the intervention; however, the doppler showed distal flow. The team made plans to explant the impella cp device which was successfully completed the following day. The patient's status following the event was noted as unknown. However, the patient was noted to have survived the impella explant.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system. Section: potential adverse events: ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation). Section: warnings & cautions: warnings: section: pre-support evaluation: section: impella cp with smart assist catheter insertion: section: axillary insertion of the impella cp with smart assist catheter: section: use of impella with transcatheter aortic valves: ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."